Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2024. An unspecified 6-french sheath was used during the procedure. Blood was noted in the inflation device upon balloon rupture. The balloon was not inflated inside of a stent. The procedure was completed successfully with additional products.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an advance 18 lp low profile balloon catheter¿s balloon ruptured during angioplasty. The balloon was advanced over another manufacturer¿s 0.018-inch wire to treat moderately calcified disease within the leg. A cook inflation device was used to inflate the balloon, which ruptured upon the second inflation, at eight atmospheres. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, an advance 18 lp low profile balloon catheter¿s balloon ruptured during angioplasty. The balloon was advanced over another manufacturer¿s 0.018-inch wire to treat moderately calcified disease within the leg. A cook inflation device was used to inflate the balloon, which ruptured upon the second inflation, at eight atmospheres. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information was received 06mar2024. An unspecified 6-french sheath was used during the procedure. Blood was noted in the inflation device upon balloon rupture. The balloon was not inflated inside of a stent. The procedure was completed successfully with additional products. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Cook also reviewed the device instructions for use (IFU). It states, ¿if balloon pressure is lost and/ or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. It is possible that the patient's moderate calcification contributed to the balloon rupturing; however, the device was not returned and there is not enough evidence to make this conclusion. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.